Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 56 previously reported events are included in this follow-up record. Product return status 1 device was received. 47 devices were evaluated based on historical data analysis. 8 device investigation types have not yet been determined.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 47 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 8 events had patient involvement; no patient impact.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 47 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 7 events had patient involvement; no patient impact. - 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 56 events were reported for this quarter. Product return status 1 device was received. 46 devices were evaluated based on historical data analysis. 9 device investigation types have not yet been determined. Additional information 56 devices were not labeled for single-use. 56 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 56 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2025-00768. - 55 previously reported events are included in this follow-up record. Product return status 1 device was received. 54 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 55 malfunction events in which the device reportedly overheated. - 46 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 8 events had patient involvement; no patient impact.